Event description:
Literature was reviewed regarding endovascular aortic arch repair with chimney technique for pseudoaneurysm. A valiant stent graft was implanted during the endovascular repair for an aortic arch pseudoaneurysm with a maximum diameter of 40 mm.  After the operation, the patient developed a left upper limb hematoma and subsequently required brachial artery repair on the 15th postoperative day due to a pseudoaneurysm at the puncture point. No further information was provided

Manufacturer narrative:
G2: citation: authors: ming-yao luo1,2¿, xiong zhang1,4¿, kun fang1 , yuan-yuan guo2 , dong chen1 , jason t. Lee3 and chang shu. Endovascular aortic arch repair with chimney technique for pseudoaneurysm. Bmc cardiovascular disorders 2023. Doi: 10.1186/s12872-023-03091-4 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported that the limb hematoma may be related to atherosclerosis or coagulation abnormalities and not related to the valiant stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.